Event description:
It was reported that the rotapro burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery #2 (rca#2). A 1.50mm rotapro catheter and a rotawire were selected to be used for procedure. The rotapro was prepped and platformed at 200,000rpm outside the patient, then advanced over the wire. During withdrawal, there was a severe resistance midway when the physician tried to remove the device in dynaglide mode. The device could not be pulled out, it was observed that the burr and the wire were stuck together, and the devices were then removed together. The procedure was completed with this devices. There were no patient complications reported and the patient's status post procedure was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was attached to the advancer unit, when received. The wire used in the procedure within the returned rotapro device. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. During analysis, the returned wire was able to be removed from the rotapro device, but with resistance due to a kink in the proximal end of the wire. The returned wire was not able to be reinserted due to the kink in the proximal end. During functional testing, the rotapro advancer was connected to the rotapro console control system. When the ablation button [knob switch] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. Product analysis confirmed the reported event, as the kink at the proximal end of the returned rotawire created resistance during removal, simulating a stuck rotawire.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotapro burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery #2 (rca#2). A 1.50mm rotapro catheter and a rotawire were selected to be used for procedure. The rotapro was prepped and platformed at 200,000rpm outside the patient, then advanced over the wire. During withdrawal, there was a severe resistance midway when the physician tried to remove the device in dynaglide mode. The device could not be pulled out, it was observed that the burr and the wire were stuck together, and the devices were then removed together. The procedure was completed with this devices. There were no patient complications reported and the patient's status post procedure was stable.